Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue as the reference frame was reported to have been bumped by the surgeon. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed during navigation. It was reported that the surgeon was able to navigate the first screw placement. When placing the second screw, the surgeon reported that the reference frame was bumped leading to an imprecision. The resulting imprecision led to the surgeon not placing the second screw in c7 and ended up extending the surgical field down a few vertebrae. There was no reported delay to the procedure due to this issue. No additional information was provided.